Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 3.00 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, after the physician deflated the balloon, it was noticed that there was no stent in the vessel. The stent was found detached and stuck in the protective sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the delivery system and was damaged along its entire length with stent struts severely damaged on one end of the stent, stretched and distorted. The other end of the stent received minimal damage. The maximum crimped stent profile at the time of manufacture was within the specification. The stent protector inner diameter of the returned device was measured using pin gauge which is within the specified inside diameter of the stent protector specification. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. Stent detachment most likely occurred due to handling of the device. The distal edge of the bumper tip of the device showed signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings appeared relaxed which was evident that the balloon was subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 3.00 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, after the physician deflated the balloon, it was noticed that there was no stent in the vessel. The stent was found detached and stuck in the protective sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.